Event description:
It was reported that during a shoulder procedure, upon insertion of the 4.5mm footprint ultra pk suture anchor, the device broke. All the broken pieces were retrieved from the patient. The procedure was successfully completed with non-significant delay using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. As of the date of the medical investigation, the requested clinical documentation had not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported is not anticipated, as all pieces of the broken device were successfully retrieved from the patient and no patient harm has been alleged. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.